Event description:
It was reported that the bd intima-ii y 20gax1.16in prn ec slm npvc experienced leakage. The following information was provided by the initial reporter, translated from chinese to english: the purpose is to leave an intravenous infusion channel and perform intravenous infusion according to the surgical requirements. Before puncture, the nurse uses normal saline to pre-flush. After pre-flushing, the needle should be left without leakage. When inserting the needle for infusion, it was found that liquid flowed out of the side hole. After inspection, it was found that the white septum of the indwelling needle was broken. Immediately explain and comfort the patient, remove the indwelling needle, and select another vein for re-puncture and intravenous infusion.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 2263916. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii y 20gax1.16in prn ec slm npvc experienced leakage. The following information was provided by the initial reporter, translated from chinese to english: the purpose is to leave an intravenous infusion channel and perform intravenous infusion according to the surgical requirements. Before puncture, the nurse uses normal saline to pre-flush. After pre-flushing, the needle should be left without leakage. When inserting the needle for infusion, it was found that liquid flowed out of the side hole. After inspection, it was found that the white septum of the indwelling needle was broken. Immediately explain and comfort the patient, remove the indwelling needle, and select another vein for re-puncture and intravenous infusion.